Manufacturer narrative:
Hcp of diabetic patient using vgo 30 reported that a patient experienced a hematoma, loss of blood and required a blood transfusion while using vgo. The hcp stated patient had no problem with blood coagulation prior to this event. Hcp stated the vgo caused the hematoma on vgo site on abdomen exact location unknown which resulted in the hospitalization from (B)(6) 2018 and patient requiring a blood transfusion. Hcp states patient had developed hemorrhagic anemia. No further information was provided. The device was not returned for evaluation. Based upon the information provided, root cause cannot be determined.

Event description:
Hcp of diabetic patient using vgo 30 reported that a patient experienced a hematoma, loss of blood and required a blood transfusion while using vgo. The hcp stated patient had no problem with blood coagulation prior to this event. Hcp stated the vgo caused the hematoma on vgo site on abdomen exact location unknown which resulted in the hospitalization from (B)(6) 2018 and patient requiring a blood transfusion. Hcp states patient had developed hemorrhagic anemia. No further information was provided. The device was not returned for evaluation.

Manufacturer narrative:
This report is being submitted per FDA request. The following corrections were made: block e1 - initial reporter information corrected block e2 - health profressional - yes checked block e3 - occupation - updated to nurse practitioner block g3 - date received by manufacturer - date provided block h2 - follow-up type - correction.